Event description:
New information received that the device was explanted due to a reset, which the device could no longer be interrogated.

Event description:
It was reported that the device could not be interrogated. The patient has been undergoing daily radiation therapy. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field experience was verified in the laboratory. No communication could be established between the device and the programmer. It is believed that the device's image was corrupted due to the radiation. The device was re-initialized and tested; no anomaly was detected. The device met all specifications.